Event description:
Device 2 of 2.reference MFR. Report# 1627487-2015-20109.

Manufacturer narrative:
Result: the returned ipg was tested to manufacturing specifications using the autotester and failed. X-ray were taken and showed broken feed-through wires for multiple of the ipgs programmed channels. The broken feed-through wires would explain the change in stimulation reported in the event sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.